Manufacturer narrative:
The low threshold suspend alert functioned properly. No carelink or bolus history anomaly noted. The insulin pump was programmed multiple boluses and monitored and uploaded properly using carelink pro. All bolus deliveries showed in carelink and in the bolus history screen. The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a history anomaly and did not record a low blood glucose into its alert history. The blood glucose reading was 8.2 mmol/l. The customer performed a self check, and after replacing the battery, no history anomaly was observed thereafter. Advised replacement of the insulin pump. Nothing further reported.